Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual drain connected to the adapter was received. During the visual inspection, two small cuts (about 1.5 mm) were detected on opposite sides of the tube, about 2-3 cm from the edge connected to the adapter. The cuts are located exactly on the point where the adapter ends. It appears that the drain was cut. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a soft tissue tumor resection of the left lung on (B)(6) 2011 and a drain was placed. On (B)(6) 2011, a few hours after the patient&apos;s drain had been emptied, the physician found a crack in the drain three cm from where the drain connected to the reservoir. The surgeon repaired the crack in the drain with tape and a suture which enabled the drain to work continually. The crack was found prior to the drain being milked. The drain was removed on (B)(6) 2011 and there were no adverse patient consequences.